Event description:
The blue adhesive used on the medical grade paper bag appears to be melting and wicking into the rest of the bag, and possibly leaking out onto the surgical instruments in the set. We use a product titled medical grade paper bag to hold our instrument set paper count sheets inside the instrument set pan, during the sterilization process. The paper printout with the set count sheet is placed into the medical grade paper bag, with a sterilization integrator. The medical grade paper bag is then placed into an assembled surgical instrument set contained within a v. Mueller genesis sterilization container. The sterilization is locked, appropriate seals and process indicators are applied to the outside. The set is then pre-vacuum steam sterilized at 275°f for 5 minutes with a 45-minute cool down time. The sets are then removed from the sterilizer and allowed to cool to appropriate temperature for handling. Once cooled enough, the sets are then stored or moved to the area that they will be used. The issue was noticed when one of these instrument sets was opened in the or (operating room) prior to a surgical case. When a set is opened, it is inspected for defects that would indicate failed sterilization or possible contamination. The medical grade paper bag was noticed to have an area of the blue adhesive that was faded and appeared to have been wicked up into the bag. The or (operating room) staff noticed this and decided that it meant the load was a ¿wet pack¿ and refused to use the set calling it contaminated. The next set that was opened had the same issue, and the surgical case was canceled. The medical grade paper bags are designed to be wet during the steam process and in fact the mifu (manufacturer instructions for use) suggests that the paper bag can assist with wicking away pooled water to actually prevent wet packs. So the or (operating room) idea that the bags were wet at some point are irrelevant. However, the adhesive used for the bag construction is blue. If the blue has melted enough to wick into the bag, appearing tie dyed, then there is a possibility that the adhesive has leaked out of the bag and onto the surface of the instruments within the set. The medical grade paper bag was inside of the sterilization container that our sps had reprocessed through pre-vacuum sterilization. The bag itself was not ¿reprocessed¿ though. Reference report: mw5155140.